Event description:
It was reported that during the implant procedure, the right atrial lead exhibited loss of capture, loss of sensing and low impedance. The lead was not used and a new lead was placed successfully. The patients condition was good after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.